Event description:
A surgeon reports that after cataract surgery and intraocular lens (iol) implant, he noticed there were "cells" across the lens surface. Current visual acuity was 20/50 (taken on 05/07/1999).